Event description:
The distributor reported that the ventilator had no power. The distributor reported the customer did not know if the unit was in use on a patient. The customer reported no patient harm.